Event description:
Customer reported via phone call that the insulin pump alarmed with no delivery. Her blood glucose at the time of incident was 477 mg/dl. Customer stated that she felt tired. She was advised to change her infusion set, reservoir, and insulin, and treat per health care provider's instructions. Customer declined troubleshooting and will not return any products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.